Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's active bleeding and hemorrhage event.

Event description:
The parent reported bleeding at the pod insertion site after the patient wore the pod on the back for approximately 1 to 4 hours. Upon pod removal, active bleeding and a hemorrhage at the site were observed. Medical assistance was sought on (B)(6) 2026, and a prescription ointment was provided for treatment; however, the name of the ointment was not recalled. The pod was worn during medical attention, and a new pod was later applied successfully. Blood glucose levels were impacted, with a reported value of 320 mg/dl.